Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8785, lot#: n711936, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8785, lot#: n711936, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2018. It was reported that during a new pump and catheter case on (B)(6) 2018 they had ¿really great¿ cerebrospinal fluid (csf) back flow until they hooked up the pump. There was no csf backflow. The hcp cut the catheter on the spine side of the collet and troubleshooting was performed at the spinal end. It was found to be a catheter tip placement issue that was resolved. The scrub tech opened 8785 and the clear piece on one end of the collet fell off. They did use it. They opened an 8784 and used the collet/pin from that kit instead. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The patient¿s weight at the time of the event was not available. Medical history was bilateral leg pain. The collet will be returned to the manufacturer. The provided information has been confirmed with the physician.

Manufacturer narrative:
It was incorrectly reported that they did use it. It has been corrected to report that the scrub tech opened 8785 and the clear piece on one end of the collet fell off. They did not use it. If information is provided in the future, a supplemental report will be issued.